Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a permanent implant procedure and after a few hours, the patient was experiencing numbness and bleeding in the epidural space which formed a hematoma causing compression on the cord. The patient was taken back to operating room immediately and underwent an explant procedure. The bleeding was controlled and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was also experiencing increasing weakness of the leg after the implant procedure due to the epidural hematoma. It was also reported that the numbness was related to the hematoma that developed postoperatively. The hematoma was evacuated.

Event description:
A report was received that the patient had a permanent implant procedure and after a few hours, the patient was experiencing numbness and bleeding in the epidural space which formed a hematoma causing compression on the cord. The patient was taken back to operating room immediately and underwent an explant procedure. The bleeding was controlled and the patient was doing well postoperatively.